Event description:
It was reported there were concerns of premature battery depletion (pbd) for this pacemaker device. The patient was dependent on this pacemaker system, and the plan was to have this device replaced soon. No adverse patient effects were reported.

Event description:
It was reported there were concerns of premature battery depletion (pbd) for this pacemaker device. The patient was dependent on this pacemaker system, and the plan was to have this device replaced soon. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced with a non-boston scientific device. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, e initial reporter, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.